Event description:
High impedance was observed on a patient's replacement generator after it was connected to an existing lead during a generator replacement surgery due to battery depletion. The old lead was then explanted and replaced with a new lead, resolving the high impedance. The explanted devices were discarded by the explanting facility and were not returned to the manufacturer. No additional relevant information has been received to date.